Event description:
Patient was implanted in 2006. After healing, abdomen turned red, then developed a draining wound. Patient went in for exploratory surgery in 2007 where it was discovered that the ring was broken, the patient had a perforated bowel and intracutaneous fistula. Alloderm was used for repair. Patient discharged and recovering.

Manufacturer narrative:
A preliminary evaluation of the returned sample has been performed; however, the condition of the returned sample, including multiple dissections, prevents us from distinguishing between a possible ring break from the damage caused to the sample during the explant process. As a result, we are unable to draw a conclusion at this time. We will submit a follow up report if the evaluation results provide a definitive conclusion.